Event description:
The complainant stated that the brake is not working.

Manufacturer narrative:
The tech found the brake will engage but the casters continue to swivel. He replaced the casters to repair the stretcher.